Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the customer reported complaint of ¿engagement issue with stapler 45 and errors 220202¿. The usm was tested on an in-house system and passed normal mode. The system did not trigger errors 22020 but they were confirmed via error logs/system logs on dof's 5 and 6. The usm was tested on an in-house system with a sureform 45 stapler, sureform 30 stapler, sureform 60 stapler, 0-degree camera, 30-degree camera, vessel sealer, bipolar forceps, multiple sterile adapters, and instruments with no engagement issues. The unit went through more testing on a pftp an passed direction tests, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The top plate and dof's 5 and 6 rotors and gearboxes will be replaced as a precaution to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the usm to resolve engagement issue. The system was tested and verified as ready for use. Isi has received the usm part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A log review confirmed the pulmonary wedge resection procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, universal surgical manipulator (usm) 3 has been disabled. The customer elaborated that the stapler sureform 45 was not engaging on the usm 3. Prior to the call, the customer replaced the drape and the stapler instrument with no change. Intuitive surgical, inc. (Isi) technical service engineer (tse) suggested trying to install the stapler on another arm and the stapler engaged normally on arm1. The site was completing the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.